Event description:
It was reported that the patient suffered an accident. During an implant check it was found that 2 electrode channels have high impedances and 6 electrode channels are short circuited. Re-implantation surgery is scheduled for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.